Event description:
A male status post motorcycle accident resulting in rib fractures developed an unstageable pressure injury on the nasal bridge related to a bipap mask. Skin protective barriers had been in place since bipap was initiated. No additional interventions were required. The patient is being monitored by the wound care team.